Manufacturer narrative:
The event already occured on (B)(6) 2022 and was reported in september by the user facilty to the national competent authority. Draeger was not involved in device check or analysis of the reported event. The device is not under maintenance contract with draeger und thus, no records about the actual service state are available. On request the hospital replied that a 3rd party service provider checked the device after the event and replaced the power supply. Reportedly the device is already back in use. No further information was available. Due to the very little information the manufacturer is not able to draw a conclusion about the root cause of the event or if appropriate measures and repairs by a 3rd party service provider have been performed. Remark - assumption of a power supply fail: if the power supply fails, the savina 300 switches to battery power via external battery (if available) and afterwards internal battery. During the switch the device generates an audible alarm and display the message ¿internal battery activated¿. During the discharging process savina indicates ascending alarm messages from ¿int. Battery activated¿ via ¿int. Battery low¿ to ¿int. Batt. Almost discharged¿. When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. In case a ventilation is active at that time, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. H3 other text : device not available for investigation, 3rd party service

Event description:
It was reported that during use in connecting with a electroconvulsive therapy the device stopped ventilation with black screen and restarted. The ventilator was exchanged immediately. No patient injury reported.